Event description:
Patient dropped her back up pump cadd legacy (B)(4) and cracked the screen. This is the back up pump so no it caused no harm to the patient since she was not using it. Dose or amount: 42.1ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2017 to ongoing.